Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was no lv lead. It was noted that the original rv lead was implanted in the rv-apex and the new rv lead was implanted in the rv-septum.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds, intermittent capture, and no capture. During a revision procedure, an additional rv lead was added and the old rv lead was moved to the left ventricular (lv) lead port of a new cardiac resynchronization therapy pacemaker (crt-p) as a backup option. The new rv lead exhibited no capture, asynchronous capture, and high thresholds when connected to the rv port of the crt-p. The new rv lead was tested with the analyzer and exhibited increased thresholds. The crt-p was attempted/not used and replaced with a competitor product with the old rv lead in the lv port and the new rv lead in the rv port. It was then reported that the left ventricular (lv) lead failed to capture. The lv lead and the rv lead remain in use. No patient complications have been reported as a result of this event.